Event description:
It was reported that the insulin gauge on the customer¿s pump displayed a different amount than expected, specifically showing a fill estimate of 40 units compared to the expected 140 units. There was no adverse impact to the customer¿s blood glucose level. Technical support informed the customer that any positive value is accurate and corresponds to the detected insulin amount, which the customer understood. The customer declined a suggested test bolus, and technical support advised calling back if the issue persists.